Event description:
As reported from the (B)(4) study, a patient experienced periprocedural mi post index procedure based on the received adjudication minutes. As per the crf, the patient had a previous pci approximately two months before the index procedure. No additional information regarding pci was provided. It was unknown what stent was placed and what vessel was treated. Additional information regarding previous pci was not received from the site after multiple requests. At the time of index procedure, angiography revealed 90% stenosis in the mid left anterior descending. This was a scheduled staged procedure of pci. The lesion was described as 20mm in length, class a, and de novo. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with two 2.5 x 30mm firestar catheters at 25atm and a 2.75 x 33 mm cypher rx was implanted at 20atm. As a standard procedure, the lesion was post-dilated with a 3 x 20mm balloon at 30atm. The troponin I was 0.14 (0.03 unl) at 6-12 hours post index procedure; and 0.32 at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab report was unavailable and the ECG tracing was not received from the site. According to the site, there was no adverse event post index, but the elevated troponin I was later diagnosed as a periprocedural pci based on the received cec adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included ace inhibitors, aspirin, beta blocking agents, bivalirudin, plavix, heparin, nitroglycerin, and simvastatin. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural mi post index procedure based on the received adjudication minutes. This is a (B)(6) female with medical history including most recent pci (B)(6) 2010, family history of coronary artery disease, hyperlipidemia, hypertension, most recent mi (B)(6) 2010, diabetes mellitus type ii, history of smoking within 30 days, skin rash, degenerative joint disease, benign prostatic hypertrophy, and erectile dysfunction. As per the crf, the patient had a previous pci in the prca approximately (B)(6) months before the index procedure. There was no cypher stent placed at the time of previous pci. Additional information regarding previous pci was not received from the site after multiple requests. At the time of index procedure, angiography revealed 90% stenosis in the mid left anterior descending. This was a scheduled staged procedure of pci. The lesion was described as 20mm in length, class a, and de novo. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with two 2.5 x 30mm firestar catheters at 25atm and a 2.75 x 33 mm cypher rx was implanted at 20atm. As a standard procedure, the lesion was post-dilated with a 3 x 20mm balloon at 30atm. The troponin I was 0.14 (0.03 unl) at 6-12 hours post index procedure; and 0.32 at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab report was unavailable and the ECG tracing was not received from the site. According to the site, there was no adverse event post index, but the elevated troponin I was later diagnosed as a periprocedural pci based on the received cec adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day on dual anti-platelet therapy. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15265338 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.